Event description:
Several instances:a) cut hand using scalpel to cut sutureb) blade turned (manufactured) wrong way in casing, md cut hand when picked up scalpelc) blade only partially retractedd) blade partially engaged, partially retracted.e) blade partially engaged, partially retracted.f) partially engaged & partially retracted blade